Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient has alleged metastatic asthma, lung disease, reduced cardiopulmonary reserve. There was report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient has alleged metastatic asthma, lung disease, reduced cardiopulmonary reserve. There was report of patient death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a : patient identifier (rfb) and in box e: initial reporter (rfb), report source - other details have been corrected. Patient outcome code grid has been corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box g: date received by mfg (rfb) has been updated.